Manufacturer narrative:
Concomitant medical products: 7227cx ICD, implanted (B)(6) 2000.

Event description:
It was reported that the right ventricular (rv) lead had fractured and the patient received inappropriate therapy. The lead was explanted and replaced. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.